Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Prior to the procedure, a baseline pericardial effusion was observed, likely residual from a previous ablation, though the date of that ablation was unknown. Instead of lidocaine, the physician administered subcutaneous heparin. The wds was advanced and deployed. A partial recapture was performed to open the shoulders of the device without altering its position, after which the device was successfully released. The patient remained in recovery for two (2) hours. A transthoracic echocardiogram (tte) revealed elevated blood pressure (150 mmhg) and an increase in the effusion size to 1.4 cm. No pre-procedure imaging was available for direct comparison. The effusion was circumferential, more posterior, and located toward the right atrium. Pericardiocentesis was performed, removing 300 ml of fluid. The patient experienced no further complications and was discharged the following day.